Event description:
It was reported occlusion alarms occurred. Customer changed the supplies to resolve the issue. Reportedly, the customer experienced an elevated blood glucose (bg) level of 588 mg/dl. The customer administered a bolus via the pump, as well as manual injections of insulin to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, insulin and antibiotics. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.